Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 144 mg/dl. Reportedly, contact was not with the customer or the pump at the time of report and declined follow up.